Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water nozzle appeared to be a cleaning agent residue but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation that could contribute to the retention of foreign material and the facility reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of user handling/improper cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found foreign matter clogging the nozzle. It was found that the light guide lens and the plug unit were cracked. It was found that the insertion tube was wrinkled, and the mouth guard piece for endoscopy was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water flow issues. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.